Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device was unable to select a leads ECG waveform, it has a pads waveform. There was no patient involvement.